Event description:
Hernia repair - mesh by johnson and johnson was used ((B)(6) 2007). I had pain (chronic for 2 yrs). The surgeon (B)(6) said it would heal. The ethicon mesh had to be removed because of the high risk permanent damage to internal organs ((B)(6) 2009).